Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that one of the two segmental tissue washers rotated within the pt post-operatively and the pt was revised. During the initial surgery, a 95 in-lb torque wrench was used to torque the set screws for the washer bolts, rather than the 130 in-lb torque wrench as indicated per the surgical technique. During revision it was noted that both tissue washers were mistakenly implanted with the arrows pointing distally instead of proximally.